Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed out pump supplies, but occlusion recurred. Customer began trouble shooting with tandem technical support, but refused to remove site, so root cause could not be determined. Customer successfully resumed insulin delivery. Customer's blood glucose was reported as 250 mg/dl.